Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4).this complaint for a reload the set 161 alarm was not confirmed due to unavailable sample. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During follow up for a reload set (161) alarm and a check lines and bags alarm, the home patient (hp) stated he noticed a crack in the original cassette. The hp stated that he was able to complete therapy with a new cassette. The hp had discarded the original cassette. The hp will hold a companion cassette for pickup. The hp stated that the lot number was h10j10015. There was no patient injury or medical intervention reported.